Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead tip stiffness was measured and was found to be within specification.

Event description:
During a follow-up, it was noted that the patient notifier was activated due to low pacing lead impedance. The patient returned for follow-up, where low impedance was still present and perforation was confirmed via x-rays. The lead was explanted when repositioning was unsuccessful.